Event description:
Pt was revised to address poly wear, osteolysis and loosening of the cup.

Manufacturer narrative:
The exact date of the primary surgery is not known; however, it was reported that the primary surgery occurred approx 17 yrs ago. Examination was not possible as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the known product and lot code since release for distribution. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 17 yrs of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since may of 2001. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.